Event description:
It was reported that the patient experienced withdrawal. It was added that patient was hospitalized in the past but reporter was uncertain if it was due to possible withdrawal. Additional information received later indicated that the patient's healthcare provider (hcp) had changed the infusion drugs from dilaudid and bupivicaine to morphine and bupivicaine; however, had not seen the patient since the drug change.

Event description:
Additional information: it was reported that the patient was in respiratory distress due to chronic obstructive pulmonary disease ( copd). The patient was hospitalized for the copd and the healthcare provider (hcp) noted that it was 'unrelated to the pump'.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was later reported that patient was admitted to the hospital. She was very lethargic and had mental status changes. 'The family thought she was having an overdose'. The drugs infused at the time via the pump were dilaudid 1.72 mg/day and bupivacaine 17.26 mg/day. Hcp 'first did a 50% decrease in the daily dose on (B)(6); then reduced the pump to min rate later that same day because the patient was not improving'. On (B)(6) the pump was put in stopped pump mode. 'The physicians at the hospital also did a urine/blood drug screen; benzodiazepines were positive, no narcotics'. On (B)(6), the pump was placed back on min rate mode. 'The patient's mental status was also beginning to return to normal'. Per the patient's managing physician patient's altered mental status was unrelated to the pump.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Programmer model: 8835, serial # (B)(4); catheter model: 8709sc, serial # (B)(4), implanted: (B)(6) 2011, explanted: unk; pouch model: 8590-1, lot # n281387, implanted: (B)(6)2011, explanted: unk.